Event description:
Spouse of home patient (hp) reports hp accidently disconnected pt line of homechoice set during drain 2/4 of "apd" treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention required spouse of hp.